Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery the real intelligence robotic drill passed kpc but when entering a case, as soon as they selected a bur the internal error (the system has detected that the application unexpectedly exited) message would come up in the real intelligence cori. This was redone a few times and even after rebooting and unplugging the real intelligence robotic drill when they came to check on the issue, they noticed that when plugged in, on the kpc screen it stated that the sn was (B)(4) and was title ¿uncalibrated¿ at the top. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6. The real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device being not returned. A review of relevant log files and screenshots was performed. The internal errors could not be observed in the navio logs, but the reported complaint was confirmed with other evidence in the logs. The use of an uncalibrated rom drill caused the application to crash and the case to abort. A relationship between the reported event and the device was established. The most likely cause of this event is the attempted use of an uncalibrated rom drill. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.